Event description:
This is a spontaneous report by a nurse from the USA of patient made a mistake/ touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient experienced a mistake and touch contamination when she was screwing on the cassette to the heater bag during therapy, and the part the patient twisted on after she broke the frange off the bag "fell off." Per the nurse, this is when the contamination occurred as the patient screwed the top back onto the bag and continued therapy. On (B)(6) 2010, the patient then experienced peritonitis manifested by abdominal cramping. The patient was not hospitalized for the event. A peritoneal effluent culture revealed (B)(6). It was unreported if treatment was rendered for the peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. It was unreported if the patient was recovering from the mistake and touch contamination.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. A batch review was performed for potentially associated lots (h10j14033, h10f10038, and h10d16493) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.